Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure of instrument engagement issues and error code 22020. The usm was tested on an in-house system in normal mode and triggered no errors. The carriage cover and spar were removed to further examine the unit for loose connections or debris. Fluid intrusion was found throughout both the spar and carriage. Remote fe errors logged indicated a 22020-error pointing toward dof8 according to the p-values of 987135, dof6 according to the p-value of 1048335, dof5 according to the p-values of 1048560. The usm went through testing on a pftp, and it passed all required test, but failed sensor check on the carriage. The reported problem was confirmed and replicated. As a fix, multiple components will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the clinical sales representative (csr) noted that the system was having engagement issues on arm 4. The technical support engineer (tse) reviewed the logs and found a 22020 on arm 4 for large clip appliers. The csr stated that the customer was saying this has been an ongoing issue with arm 4. No troubleshooting steps were taken. The customer requested the field service engineer (fse) to come out and look at the arm. The tse noted in the logs that they've had a few issues with engagement on arm 4 this week. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 4 to resolve the tool engagement issues. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted following the analysis completion, and if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was in an unacceptable state after the start of the procedure. The usm required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.